Event description:
There was a foreign material found when catheter was flushed. Product was inspected and prepped without any anomalies noted. Catheter was flushed before inserted into the wire and it flushed without any anomalies. The outback catheter was front-loaded outside the pt and placed over the whisper wire (guidant) where resistance was met. Physician continued inserting catheter over the wire into the pt having still some resistance, which at this point physician came to the decision of withdrawing the catheter. The catheter was flushed outside the pt and "some dark gray material" was seen exiting the catheter. The physician thought that the gray material was coming off the whisper wire therefore the wire was exchanged with another wire and the same outback catheter was placed in the pt ending procedure successfully.